Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for (B)(6) peritonitis. There is no documentation which indicates a liberty cycler/ liberty cycler set product deficiency or malfunction caused or contributed to the peritonitis. While the exact etiology for the patient¿s (B)(6) peritonitis is unknown; the patient¿s pd catheter malfunction is a possible causal/contributory factor. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) therapy was admitted into the hospital for peritonitis and pd catheter (not a fresenius product) malfunction (blockage) which was preventing the patient from being able to drain or fill during pd treatment. Details surrounding the patient¿s hospitalization course are unknown as the discharge summary was not available. Per the nurse, the patient¿s pd effluent grew (B)(6). The patient was treated with (B)(6) (unknown dose, route, frequency). The patient also underwent revision of the pd catheter (not a fresenius product) to remove the blockage. The patient was continued on pd therapy while hospitalized. The patient was discharged and is reportedly recovering from the peritonitis event. No further information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.